Event description:
Customer reported that she went go to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that she was dehydrated prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. Device received with partially broken off piece at the reservoir tube lip. The p-cap / reservoir tube locked properly. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.